Manufacturer narrative:
MFR received date: 01nov2019. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touch screen assembly. The touchscreen measured resistance and resistance ratio are out of specification. No further fi is required. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.